Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends.root cause: insufficient informationsource: phone.

Event description:
Customer reporting 4 conflicting sars results. Customer states the results were positive on one instrument but negative when run on another instrument. Report 1 of 4.